Manufacturer narrative:
It was reported that during sterile processing a cut in the insulation was found on the instrument. There was no patient impact. (B)(4). Product evaluation: analysis found that the sheath [insulation] is damaged on the middle of the instrument. The electrical integrity is compromised and the instrument must not be used in this condition. The sheath was probably damaged by contact with a sharp instrument during the reprocessing of the forceps.

Event description:
It was reported that during sterile processing a cut in the insulation was found on the instrument. There was no patient involvement.